Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation was reported to be due to a rupture.

Event description:
Physician reported a side unspecified rupture diagnosed via MRI and "left mammary volume reduction." The device has been explanted.

Event description:
Physician additionally reported "left mammary volume reduction." Device has been explanted. This record is for the left side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported a side unspecified rupture. The status of the device is not known.